Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusions during testing, which was not reproduced during evaluation. A review of the event history log identified false upstream occlusions during testing. The cause was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed a false upstream occlusion during testing. There was no patient involvement. No additional information is available.